Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician noticed that something was wrong when the set screw was loaded in the device header and could not fix the set screw to the lead pin. The device was removed and replaced. No patient complications have been reported as a result of this event.